Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. D60138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diane 35. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced device expulsion ("left essure is within the uterine cavity"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("persistent cramps"), back pain ("pain in the lumbar region"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("excessive bleeding"), allergy to metals ("nickel, tin and gold allergy") with pruritus and rash, headache ("headaches"), uterine spasm ("uterine contractions"), fatigue ("chronic fatigue"), amnesia ("memory loss"), libido decreased ("decreased libido"), swelling ("swelling"), galactorrhoea ("galactorrhoea"), tinnitus ("tinnitus") and food intolerance ("food intolerance"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, allergy to metals, device expulsion, headache, uterine spasm, fatigue, amnesia, libido decreased, swelling, galactorrhoea, tinnitus and food intolerance outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, food intolerance, galactorrhoea, genital haemorrhage, headache, libido decreased, pelvic pain, swelling, tinnitus and uterine spasm to be related to essure. The reporter commented: essure was inserted without complications. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2019: positive for certain components of the essure devices. Ultrasound scan - on (B)(6) 2016: essure devices inserted normally; on (B)(6) 2018: left essure in uterine cavity; on (B)(6) 2019: benign bi-rads 2 category. X-ray - on an unknown date: essure devices in the lesser pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: aemps reference added. Product tab updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. D60138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diane 35. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced device expulsion ("left essure is within the uterine cavity."), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), allergy to metals ("nickel, tin and gold allergy") with pruritus and rash, back pain ("pain in the lumbar region"), headache ("headaches"), libido decreased ("decreased libido"), fatigue ("chronic fatigue"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), galactorrhoea ("galactorrhoea"), tinnitus ("tinnitus"), food intolerance ("food intolerance"), uterine spasm ("uterine contractions"), abdominal pain lower ("persistent cramps") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy that resulted in the removal of her fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, allergy to metals, back pain, headache, libido decreased, fatigue, amnesia, dyspareunia, galactorrhoea, tinnitus, food intolerance, uterine spasm, abdominal pain lower, dysmenorrhoea and device expulsion outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, food intolerance, galactorrhoea, genital haemorrhage, headache, libido decreased, pelvic pain, swelling, tinnitus and uterine spasm to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was inserted without complications. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2019: positive for certain components of the essure devices.. Ultrasound scan - on (B)(6) 2016: essure devices inserted normally; on (B)(6) 2018: left essure in uterine cavity; on (B)(6) 2019: benign bi-rads 2 category.. X-ray - on an unknown date: essure devices in the lesser pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. D60138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: diane 35. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced device expulsion ("left essure is within the uterine cavity"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("persistent cramps/permanent pain that does not coincide with her period / pain in right iliac fossa"), back pain ("pain in the lumbar region"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("excessive bleeding"), allergy to metals ("nickel, tin and gold allergy") with pruritus and rash, headache ("headaches"), uterine spasm ("uterine contractions"), fatigue ("chronic fatigue"), amnesia ("memory loss"), libido decreased ("decreased libido"), swelling ("swelling"), galactorrhoea ("galactorrhoea / bilateral galactorrhea"), tinnitus ("tinnitus"), food intolerance ("food intolerance"), menstruation irregular ("menstrual irregularities") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, allergy to metals, device expulsion, headache, uterine spasm, fatigue, amnesia, libido decreased, swelling, galactorrhoea, tinnitus, food intolerance, menstruation irregular and nausea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, food intolerance, galactorrhoea, genital haemorrhage, headache, libido decreased, menstruation irregular, nausea, pelvic pain, swelling, tinnitus and uterine spasm to be related to essure. The reporter commented: essure was inserted without complications. Removal of essures in theirs entirety. Bilateral salpingectomy was performed by laparoscopy with removal of essures devices. In a second time, a diagnostic hysteroscopy was performed without finding traces of essures devices in the uterine cavity. Patient attends for pathological anatomy results, after bilateral salpingectomy-extraction of essures: four fragments are received labeled as fallopian tubes measuring 3x0.6, 4x0.5, 3x1 and 3x0.7 cm respectively, without macroscopic alterations, including fimbriae. Two metal fragments compatible with essure devices are put in the same container. Diagnosis: fimbriae. Two metal fragments compatible with essure devices are put in the same container. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: positive for certain components of the essure devices. Pregnancy test urine - in (B)(6) 2018: negative. Ultrasound scan - on (B)(6) 2016: essure devices inserted normally; on (B)(6) 2018: no free fluid in douglas, no cysts in annex. Elongated image of mixed content in the left tube. Essure not seen; on (B)(6) 2018: left essure in uterine cavity; on (B)(6) 2019: benign bi-rads 2 category. X-ray - on an unknown date: essure devices in the lesser pelvis; on (B)(6) 2019: normal uterus, left essure intrauterine. Right essure normally inserted. Essure devices in lesser pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2022: reporter added, patient's medical history updated, lab data updated, "abdominal pain lower"and "galactorrhoea" as reported updated, "irregular menstruation" and "nausea" added as event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. D60138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: (B)(6) 35. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced device expulsion ("left essure is within the uterine cavity"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("persistent cramps/permanent pain that does not coincide with her period / pain in right iliac fossa"), back pain ("pain in the lumbar region/ low back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("excessive bleeding"), allergy to metals ("nickel, tin and gold allergy") with pruritus and rash, headache ("headaches"), uterine spasm ("uterine contractions"), fatigue ("chronic fatigue"), amnesia ("memory loss"), libido decreased ("decreased libido"), swelling ("swelling"), galactorrhoea ("galactorrhoea / bilateral galactorrhea"), tinnitus ("tinnitus"), food intolerance ("food intolerance"), menstruation irregular ("menstrual irregularities"), nausea ("nausea") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, allergy to metals, device expulsion, headache, uterine spasm, fatigue, amnesia, libido decreased, swelling, galactorrhoea, tinnitus, food intolerance, menstruation irregular and nausea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, food intolerance, galactorrhoea, genital haemorrhage, headache, hypersensitivity, libido decreased, menstruation irregular, nausea, pelvic pain, swelling, tinnitus and uterine spasm to be related to essure. The reporter commented: essure was inserted without complications. Removal of essures in theirs entirety. Bilateral salpingectomy was performed by laparoscopy with removal of essures devices. In a second time, a diagnostic hysteroscopy was performed without finding traces of essures devices in the uterine cavity. Patient attends for pathological anatomy results, after bilateral salpingectomy-extraction of essures: four fragments are received labeled as fallopian tubes measuring 3x0.6, 4x0.5, 3x1 and 3x0.7 cm respectively, without macroscopic alterations, including fimbriae. Two metal fragments compatible with essure devices are put in the same container. Diagnosis: fimbriae. Two metal fragments compatible with essure devices are put in the same container. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2019: positive for certain components of the essure devices. Pregnancy test urine - in (B)(6) 2018: negative. Ultrasound scan - on (B)(6) 2016: essure devices inserted normally; on (B)(6) 2018: no free fluid in douglas, no cysts in annex. Elongated image of mixed content in the left tube. Essure not seen; on (B)(6) 2018: left essure in uterine cavity; on (B)(6) 2019: benign bi-rads 2 category. X-ray - on an unknown date: essure devices in the lesser pelvis; on (B)(6) 2019: normal uterus, left essure intrauterine. Right essure normally inserted. Essure devices in lesser pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter information and event allergic reaction added. Aka name added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. D60138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diane 35. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced device expulsion ("left essure is within the uterine cavity."), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), allergy to metals ("nickel, tin and gold allergy") with pruritus and rash, back pain ("pain in the lumbar region"), headache ("headaches"), libido decreased ("decreased libido"), fatigue ("chronic fatigue"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), galactorrhoea ("galactorrhoea"), tinnitus ("tinnitus"), food intolerance ("food intolerance"), uterine spasm ("uterine contractions"), abdominal pain lower ("persistent cramps") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy that resulted in the removal of her fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, allergy to metals, back pain, headache, libido decreased, fatigue, amnesia, dyspareunia, galactorrhoea, tinnitus, food intolerance, uterine spasm, abdominal pain lower, dysmenorrhoea and device expulsion outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, food intolerance, galactorrhoea, genital haemorrhage, headache, libido decreased, pelvic pain, swelling, tinnitus and uterine spasm to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was inserted without complications. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2019: positive for certain components of the essure devices.. Ultrasound scan - on (B)(6) 2016: essure devices inserted normally; on (B)(6) 2018: left essure in uterine cavity; on (B)(6) 2019: benign bi-rads 2 category.. X-ray - on an unknown date: essure devices in the lesser pelvis. Amendment: the report was amended for the following reason: coding request: event "uterine spasm" updated. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. D60138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diane 35. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced device expulsion ("left essure is within the uterine cavity."), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), allergy to metals ("nickel, tin and gold allergy") with pruritus and rash, back pain ("pain in the lumbar region"), headache ("headaches "), libido decreased ("decreased libido "), fatigue ("chronic fatigue"), amnesia ("memory loss "), dyspareunia ("dyspareunia"), galactorrhoea ("galactorrhoea"), tinnitus ("tinnitus"), food intolerance ("food intolerance"), uterine contractions abnormal ("uterine contractions"), abdominal pain lower ("persistent cramps ") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy that resulted in the removal of her fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, allergy to metals, back pain, headache, libido decreased, fatigue, amnesia, dyspareunia, galactorrhoea, tinnitus, food intolerance, uterine contractions abnormal, abdominal pain lower, dysmenorrhoea and device expulsion outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, food intolerance, galactorrhoea, genital haemorrhage, headache, libido decreased, pelvic pain, swelling, tinnitus and uterine contractions abnormal to be related to essure. The reporter commented: essure was inserted without complications. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2019: positive for certain components of the essure devices. Ultrasound scan - on (B)(6) 2016: essure devices inserted normally; on (B)(6) 2018: left essure in uterine cavity; on (B)(6) 2019: benign bi-rads 2 category. X-ray - on an unknown date: essure devices in the lesser pelvis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.